Manufacturer narrative:
Clarification to b3: partial date of 2019 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "encapsulated baker grade IV".

Event description:
Patient reported "encapsulated baker grade IV" and "hard". This record is for the right side. Device was explanted.